Manufacturer narrative:
Corrected data: product code.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: struts of the ivc filter have perforated the wall of the ivc and the ivc filter is embedded in the wall of the ivc making the ivc filter irretrievable. The ivc filter poses a progressive risk of perforation of surrounding vital organs, vessels and structures which can result in severe pain and life-threatening complications. It also poses and ongoing risk of dvt and thrombosis an increased and progressive risk of migration, fracture, and embolization of fracture causing serious injury and death. Patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to severe fear, stress, anxiety, and loss of environment of life. As a further and proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to left leg deep vein thrombosis. The filter was deployed with its apex at l3. The patient tolerated the procedure well. Helical CT was performed approximately fourteen years and nine months post implanatation with reformatted sagittal and coronal scans. The scans showed the ivc at and below the level of the filter struts was markedly hypoplastic, perhaps reflecting chronic thrombosis. The apex of the filter was at the level of the renal veins, though all the struts were below the level of the renal veins. At the 6 o¿clock position, a strut was burrowed relatively deep into the vertebral body. All of the remaining struts were outside of the confines of the ivc which again was markedly hypoplastic at that location. The struts at the 10, 12, and 1 o¿clock positions abut the duodenum and minimally indent it. The struts at the 9 and 7 o¿clock positions extended out of the confines of the ivc by 1 and 3mm, respectively, and the strut at the 3 o¿clock position extended outside of the ivc by approximately 2mm. Approximately one week later, a helical non-contrast CT of the abdomen was performed according to routine ivc filter protocol. The CT scan showed there was an inferior vena cava fïlter present with its superior tip 6.6 cm inferior to the right renal vein. The superior filter apex was tilted to the left and came close to but did not discretely touch the leff inferior vena cava wall. There was no evidence of ivc filter strut fracture. There was evidence of multifocal ivc wall strut penetration. Three posterior struts extended approximately 2 mm posterior to the wall of the inferior vena cava without evidence of penetration to adjacent structures. There was approximately 1mm penetration of the anterior ivc strut which extended along the anterolateral margin of the right common iliac artery and it was difficult to exclude slight penetration into the serosa of the right common iliac artery. The ivc filter extended caudally to the level of the bifurcation of the ivc and the inferior tip of the ivc is present within the right common iliac vein. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter embedded in the wall of the ivc, and device unable to be retrieved although no retrieval attempt has been made. The patient also reports suffering from anxiety.

Manufacturer narrative:
Concomitant medical products and therapy dates: 6f sheath. 2522 - failure to align. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: struts of the ivc (inferior vena cava) filter have perforated the wall of the ivc and the filter is embedded in the wall of the ivc making the it irretrievable. The filter poses a progressive risk of perforation of surrounding vital organs, vessels and structures which can result in severe pain and life-threatening complications. It also poses and ongoing risk of dvt (deep vein thrombosis), thrombosis, an increased and progressive risk of migration, fracture, and embolization of fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to me at any moment which has lead them to severe fear, stress, anxiety, and loss of environment of life. As a further and proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to left leg deep vein thrombosis. The filter was deployed with its apex at l3. The patient tolerated the procedure well. A helical CT scan was performed approximately fourteen years and nine months post implantation with reformatted sagittal and coronal scans. The scans showed the ivc at and below the level of the filter struts was markedly hypoplastic, perhaps reflecting chronic thrombosis. The apex of the filter was at the level of the renal veins, though all the struts were below the level of the renal veins. At the 6 o¿clock position, a strut was burrowed relatively deep into the vertebral body. All of the remaining struts were outside of the confines of the ivc which again was markedly hypoplastic at that location. The struts at the 10, 12, and 1 o¿clock positions abut the duodenum and minimally indent it. The struts at the 9 and 7 o¿clock positions extended out of the confines of the ivc by 1 and 3mm, respectively, and the strut at the 3 o¿clock position extended outside of the ivc by approximately 2mm. Approximately one week later, a helical non-contrast CT of the abdomen was performed according to routine ivc filter protocol. The CT scan showed there was an inferior vena cava fïlter present with its superior tip 6.6 cm inferior to the right renal vein. The superior filter apex was tilted to the left and came close to but did not discretely touch the left inferior vena cava wall. There was no evidence of ivc filter strut fracture. There was evidence of multifocal ivc wall strut penetration. Three posterior struts extended approximately 2 mm posterior to the wall of the inferior vena cava without evidence of penetration to adjacent structures. There was approximately 1mm penetration of the anterior ivc strut which extended along the anterolateral margin of the right common iliac artery and it was difficult to exclude slight penetration into the serosa of the right common iliac artery. The ivc filter extended caudally to the level of the bifurcation of the ivc and the inferior tip of the ivc is present within the right common iliac vein. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter embedded in the wall of the ivc, and device unable to be retrieved although no retrieval attempt has been made. The patient also reports suffering from anxiety. The product was not returned for analysis. The device history review (DHR) report could not be completed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The legal brief also noted that the filter was embedded in the wall of the ivc. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: struts of the ivc filter have perforated the wall of the ivc and the ivc filter is embedded in the wall of the ivc making the ivc filter irretrievable. The ivc filter poses a progressive risk of perforation of surrounding vital organs, vessels and structures which can result in severe pain and life-threatening complications. It also poses and ongoing risk of dvt and thrombosis an increased and progressive risk of migration, fracture, and embolization of fracture causing serious injury and death. Patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to severe fear, stress, anxiety, and loss of environment of life. As a further and proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.